Event description:
During a transapical tavr procedure, after the valve was deployed there was central aortic insufficiency (cai). Per report, the valve was implanted 50:50 in the annulus, but wide open cai and moderate paravalvular leak was noted. 0.5cc of diluted contrast was added to the delivery system, with no improvement. A second 26mm sapien valve was prepped according to IFU, placed within the first valve 20% more aortic than the first valve, eliminating the cai and pvl. The ai post valve deployment was attributed to a calcified leaflet impeding on the sapien valve and severe annular calcification. Additional information: the pre and post deployment position of the first valve was 50:50 within the annulus. The native valve/leaflet calcification was severe; coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. The patient¿s ejection fraction was 35%.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, per report, the valve was deployed as recommended [50:50 within the annulus]. However, patient factors [severe annular calcification, native leaflet overhang] contributed to the aortic insufficiency and required a second valve to be implanted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.